Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex g). Event summary it was reported that the distal end of a ncircle tipless stone extractor basket broke into two pieces while attempting to remove a ureteral stone. The issue occured as the user was pulling on the basket to remove the stone. The user replaced the device with another ncircle tipless stone extractor to remove the complaint device pieces from the patient and the procedure was completed. It is unknown if a laser was used during the procedure. The device was not tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. Th device was returned to cook in an open package with the label for investigation. Upon inspection the basket was broken. Instead of two looks of wire making up the basket formation, there is only one. The handle functioned properly. A document-based investigation evaluation was performed. A review of the DHR showed no related non-conformances were recorded. A complaint database search found two complaints had been reported for this lot and one related complaint from a different lot; all 3 complaints reported from the same customer. The review of the related complaints indicates a likely issue that excessive force was applied to the devices when removing stones and does not provide any evidence an issue that would have affected other devices in the lot. Because there were no non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and the review of other related complaints did not indicate a possible issue with other device in the lot, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook has concluded it is possible that the pulling on the device when removing the stone placed excessive force on the basket wires, causing one of them to separate. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the distal end of a ncircle tipless stone extractor basket broke into two pieces while attempting to remove a ureteral stone. The issue occured as the user was pulling on the basket to remove the stone. The user replaced the device with another ncircle tipless stone extractor to remove the complaint device pieces from the patient and the procedure was completed. It is unknown if a laser was used during the procedure. The device was not tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.